Event description:
Packaging details not match with physical item. Refer picture as attached.

Manufacturer narrative:
Our quality engineer inspected the photo submitted for evaluation. The reported issue of label content incorrect was not confirmed upon inspection of the photo. Bd cannot confirm the cause of the failure to our manufacturing process since the defect could not be confirmed. We would be very interested in examining product that does not meet your expectations and our quality standards. Examination of the actual product involved may provide clarification as to the cause of the reported failure. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. We regret any inconveniences this incident may have caused you and your facility. H3 other text : see h10 manufacture narrative.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. B3. The date received by manufacturer has been used for this field.

Event description:
It was reported that bd syringe 2ml ls had wrong packaging the following information was provided by the initial reporter; packaging details not match with physical item. Refer picture as attached.